Event description:
It was reported that when the pacemaker's battery was checked on march 2023, the remaining battery life was 3 years but at the time of a check in august 2024, the remaining battery life was 5.7 years. There were no observed changes in consumption and no health hazards. A review of calculations by technical services using the latest voltage measurement and the patient's specific programmed pacing parameters calculated a longevity of 3.42 years. It was not known why the pacemaker had reported a higher battery longevity or capacity. It was speculated that programmed parameters may have played a role in the longer calculations. Suggestions were made to re-interrogate the pacemaker due to changes in parameters and to follow the smaller 3.42 years estimate conservatively. There were no patient consequences,